Event description:
It was reported by service report that the foot-end was in an elevated position, and the foot-end lift would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot-end lift stuck in upright position due to a malfunctioning power coil cable.